Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens remote support center to report an erroneous hcg patient result obtained when using lot 481 on an immulite 2000 xpi instrument. The limitations section of the immulite 2000 hcg instructions for use (IFU) states: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported the observation of a falsely elevated immulite 2000 hcg result using lot 481. The erroneous result was reported to the physician(s) and was questioned based on the clinical picture of the patient. The sample was repeated on a non-siemens instrument and the lower result obtained was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2025-00095 on 13-may-2025. Additional information 25-jul-2025. Siemens evaluated the information provided. Main data and error logs were not available for the event date 02-mar-2025. Logs from (B)(6) 2025 were available and indicated the humidity reported from the bead chamber is above 20% relative humidity for more than 50 cycles. It is unknown if quality control (qc) was within acceptable ranges on the date of testing. Siemens reviewed internal box and whisker (b&w) data and kit release data and all were within specifications and showed no abnormalities. A complaint trawl from 03-jun-2023 to 22-jul-2025 did not show additional complaints with regard to discordant hcg results with kit lot 481. It could not be verified that hcg kit lot 481 was used on 02-mar-2025. If lot 481 was in use, it was used past the expiration date of the lot. Siemens is unable to exclude sample handling and other preanalytical variables as contributing factors. Hcg kit lot 481 expired 28-feb-2025 and further evaluation is not possible. The customer is operational. Immulite 2000 hcg kit lot 481 performed as intended and a product issue has not been identified. In section h6, the investigation findings and investigation conclusion codes were updated.